Manufacturer narrative:
Codman has been advised that the device is not available for evaluation. A follow up report will be filed upon completion of a review of the device history record.

Event description:
Per user facility medwatch report: codman disposable perforator 14mm was stuck in pts skull and could not be dislodged. Perforator broke in 2 pieces. Remaining portion was removed with the slap hammer. Another perforator was opened and used without complications. (B)(4).